Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2010-03885. The pt rec'd her scs system on (B)(6) 2009 consisting of an ipg and percutaneous lead. On (B)(6) 2010, it was reported that the pt's lead was replaced due to fracture. During the surgical procedure, the physician noticed that the screw port of the ipg contained fluid preventing complete advancement of the new lead into the ipg's header port. As a result, the pt's ipg was also replaced. The explanted devices were returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.